Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2016 with the following findings: the review of the black box data and the alarm history showed a single loss of prime alarm occurrence due to low non-zero force. However, investigators were unable to adequately investigate the original complaint due to inability to clear a call service alarm 069. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.